Event description:
Litigation papers alleged that the patient suffers from pain, popping and grinding, rash that continues to come and go at the incision site, and elevated metal ion levels.

Manufacturer narrative:
The correction made was for the completed address and depuy still considers this case closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 2/5/2015 - medical records received. Upon revision, fluid, metallosis, and dark stained tissue were noted. The information received does not change the MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.(B)(4)

Event description:
Litigation papers alleged that the patient suffers from pain, popping and grinding, rash that continues to come and go at the incision site, and elevated metal ion levels.update der rcvd - updated dor, sales rep and surgeon details and updated head and cup details and added stem and sleeve.